Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient exhibited an atrial dislodgement during a post-operation check. Lead was then explanted and replaced. Patient was recovering after the procedure.